Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's insurance company representative. Caller is requesting a response to patient's allegations against device. Caller mentioned "malfunctioning", "turning off and on" and "pain". Technical services (tss) provided patient relations email box to caller.

Event description:
No new information, explant date provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp indicated that they are not aware that the lead was fractured, except that the patient could not obtain adequate relief with interrupted stimulation and coverage. They stated that the patient sought help from the manufacturing representative, but did not receive the help. The system was removed and replaced with a different company's.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-jun-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The pt reported that they pt felt their stimulation turn off unexpectedly more than five times. It most recently occurred 2 days ago. Pt says this wasn't related to ins charge level. Pt used low dose programming so they can tell when their stim shuts off. During these events, pt has noticed that they may get a message saying their ins is depleted but when they check their ins charge level it will show their ins at 30% charge. Checked stimulation usage (may 21-june 19) from today's session report and it was showing stim usage as 100% except for june 13 when therapy was unavailable briefly due to ins charge level per caller. Pt uses stim 24/7. Pt also mentioned seeing "device not found" when using their controller alone and also when charging their ins but these haven't been persistent in nature and have resolved. Technical services (tss) reviewed this can be normal function.  Rep called to follow up on session report and a file asking for someone to review reports immediately. Tss reviewed session report information with rep today. Reviewed the following considerations of checking ins weekly, charging to 100% at every charging session. Tss reviewed that it was seen on (B)(6) 2023 that ins depleted, on (B)(6) 2023 ins was recharged to 60%. From (B)(6), charging was for short period of time with ins only getting to ~40% full. Rep will f/u with patient and caregiver and ask them to consider doing a journal and then have rep pull new data to compare. Caller also mentioned some therapy concerns caregiver and pt had but sounds like pt was seen on the (B)(6) for some reprogramming and then on (B)(6) to have reports pulled. Additional information was received from a manufacturer representative (rep). The rep reported that there were no ins malfunctions found and impedances are normal ranged for programmed electrodes. Tss did provide a potential explanation for experiencing a depleted battery that shows as 30% charged. A caller from patient's facility called looking for clarification on the file results after pt stated to caller something about a fractured lead in the pt's system. Tss reviewed results outlined in the email to rep. It was stated that the patient has decided to get the system removed.